Event description:
It was reported that during a coronary stenting treatment procedure, deployment difficulty occurred resulting in the mal-positioning of the stent. The 90% stenosed lesion located in the distal left anterior descending (lad) artery was dilated with a 2.0x12mm apex balloon, inflated twice for 121 seconds to 6 atm. Timi iii flow was noted. The distal right coronary artery (rca) and proximal right posterior lateral artery (rpla) were dilated with a 2.0x12mm apex balloon, inflated three times for 186 seconds to 10 atm, with good results. Timi iii flow was noted. The 80-90% stenosed ostial lesion being treated was located in the non-tortuous, non-calcified proximal right coronary artery (rca). The lesion was not predilated. The physician placed the 3.50x12mm veriflex stent. During inflation (8-10 mmhg) the stent balloon ¿melon seeded¿ to outside the aorta. Due to difficulty determining how far the stent had moved and that it was partially inflated, it was decided to fully inflate the stent. The edge of the stent was post dilated to 20mmhg. Images revealed the fully expanded stent was sticking 4-5mm into the aorta with good flow. Attempts to further post dilate the edge of the stent were unsuccessful. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).